Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed after firing several clips. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one j shaped clip was released. It could not be determined what may have caused the malformed clip. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. The batch record was reviewed and no anomalies were noted during the manufacturing process.